Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. Investigation summary: bd received a photo for investigation. The photo shows foreign matter in tube, but there is no air bubbles in gel. In addition, 100 retained samples were visually inspected, with one sample containing an air bubble. The defect rate is within specification limits, so no further action is required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - non-biological and gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin 56 units, foreign matter was found in 154 tubes and there was 476 tubes with air bubbles. No adverse impact was reported regarding the patient or user.